Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic aortic dissection. It was reported approximately 2 years post the index procedure, follow up CT showed the max aortic diameter as 52mm. A new dissecting aneurysm in the distal thoracic aorta was identified. An endovascular repair (zone 5 <(>&<)> 6) was completed to treat the sent-induced new entry tear. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc3737c90te, serial/lot #: (B)(6), ubd: 24-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
6a.corrected b5: additional information received it was reported that 2 years post the index procedure, a dissecting aneurysm in the distal thoracic aorta was noted. The site entered the indication for the re-intervention for this event as a stent induced new entry tear. The dissecting aneurysm was assessed by the site as possibly related to the study device, unlikely related to the procedure, possibly related to the dissection under study. The medical monitor assessed it as related to the study device, not related to the study procedure and related to the dissection under study. The cec assessed it as not related to study device or procedure. During the index procedure, v29800591 was implanted into zone 4 <(>&<)> 5. V29531179 was implanted into zone 3 <(>&<)> 4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.